Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 07/04/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. During examination, the foreign material could not be identified. There was no physical damage where the foreign material was found. Based on the results of the investigation, the cause of the foreign material that remained in the nozzle was unable to be specified. The legal manufacture reviewed the cleaning disinfection and sterilization (cds) process steps provided by the customer, and it is unknown if there are deviations from the instructions for use (IFU) as the customer did not provide a response regarding whether the nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The instruction manual states the detection method associated with the event in "gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection", and preventative measures in "gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material coming out of the nozzle. There were no reports of patient involvement.